Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event (critical battery alarm) was confirmed via controller log file analysis. The battery passed visual inspection and functional testing. During the controller log file review revealed that the controller serial (B)(4) logged a critical battery-2 alarm for battery serial (B)(4) within the analyzed period which could have been caused by a communication error between the battery and the controller. These anomalies are being investigated by heartware. Analysis revealed that the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient came in to clinic on (B)(6) 2016 and reported to the vad team that he thought "something may be wrong with one of his batteries."  Per log file analysis, (B)(4) had a critical battery alarm on (B)(6) 2016 at 10:42pm.  The alarm was logged when the battery had >10% charge and it was suggested that the battery be removed from service and replace with shelf stock.  Replacement battery to be issued at his next clinic visit.